Manufacturer narrative:
Date sent to the FDA: 12/7/2015. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2015 and suture was used. During suturing leiomyoma, the needle broke. CT was performed and one suspected needle tip was found in the patient. It is not confirmed that this is that broken piece of needle. It was also reported that it is unknown if the broken piece was retrieved from the patient or not. The procedure was completed with another like a device. Additional information has been requested.